Event description:
It was reported that customer was hospitalized for low blood glucose levels. Troubleshooting performed and pump appeared to be operating as designed. No further details provided at time of call.